Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) was 341 mg/dl at 3 a.m. This morning and then went up to 466 mg/dl with symptoms of nausea and feeling of dehydration. She changed site/set/cartridge at that time and took insulin via syringe to bring down bg. Bg dropped to 231 mg/dl 2 hours later. Bg was within target range throughout the day today and then began rising again at 4p.m. This evening to 321 mg/dl. She bolused 8 units via pump and bg came down to 226 mg/dl. Patient denies illness or changes in medications. Time/date confirmed correct. Patient is able to prime without alarms. Patient changes site/set/cartridge every 2 days and rotates sites regularly using abdomen and thighs; denies bruising, scar tissue, or irritation to sites. Patient has lost faith in the pump and is currently off pump, using alternate insulin delivery method. Patient states she does adjust own basal rates and her health care professional (hcp) is aware. States rates were set as intended but feels the basal is not infusing correctly as issue happened both times in the absence of food or any other bg altering event. Basal history indicates that it is within parameters, no alarms, tdd accurate. Patient expresses great concern that piston in pump is not operating correctly and not delivery basal rate correctly. Customer support (cs) advised patient that the data indicates pump appears to be operating within parameters. This complaint is being reported as the patient has lost confidence in the product and experienced hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings:. Last basal delivery was on (B)(6) 2013 at 2:33pm. The date of (B)(6) 2013 in the black box shows 2hr manual suspend at 1:15pm and 50min unacknowledged ¿144¿ warning at 10:40pm. Tdd add up correctly and reflect the programmed basal target.¿ez-prime¿ steps were performed and the pump passed a 24hr duration test, no delivery interruption occurred. The pump passed a delivery accuracy test. The device performs within specification. The battery compartment is cracked from threads down to the sealing. No cap was returned, test cap was used for investigation. Unrelated to the complaint, the display¿s contrast is dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.